Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a laparoscopic inguinal hernia repair, the protective covering was loose on structural balloon noted out-of-box. The device was able to be used and the case was completed without issue. The device was used in the patient. There was no patient injury. Additional information has been requested but not yet received.

Event description:
After review of new product, it was confirmed that packaging was not compromised and look as intended. They ended up discarding the product in question, opened a new system and completed case without issue.